Event description:
It was reported the patient¿s inss (implantable neurostimulators) needed to be moved to a new pocket. It was scheduled to happen (B)(6). Additional information received 3 days later reported the patient was at her hcp¿s office (B)(6) and a manufacturer representative confirmed the patient¿s ins systems were working fine. It was reported the patient had one patient programmer to use with both systems but she did not get a chance to learn how to use the pp with both devices. Additional information received 11 days later reported the patient received assistance from her doctor and manufacturer representative and her concerns were resolved at her appointment on (B)(6). The patient was still having concerns but was working with her doctor and manufacturer representative. The patient had an appointment (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. See MFR report # 3004209178-2013-16473 for information regarding the patient's right ins.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).